Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: promus element,mr,ous 3.00 x 38 mm stent delivery system was returned for analysis. Visual examination of the stent found proximal stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-jul-2019. It was reported that shaft kink occurred and advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32 mm x 3 mm, concentric, de novo target lesion containing a >45 degrees bend was located in the moderately tortuous and mildly calcified left circumflex artery. After a non-bsc guide catheter and a non-bsc guide wire were advanced into the lesion, pre-dilatation was performed with a maverick 2 x 12 mm and then with a non-bsc balloon catheter to ensure vessel preparation is well, leaving 40% residual stenosis in the lesion. A 3.00 x 38 mm promus element long drug-eluting stent was then selected for treatment, but the stent did not track even after multiple attempts and found out that the hypotube kinked. The device was then removed and completed the procedure with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.